Event description:
It was reported that balloon rupture occurred. The patient underwent an angioplasty procedure. A 2.0mm x 220mm x 150cm, otw coyote balloon dilatation catheter was advanced; however, during the procedure the balloon was damaged, and ruptured. The procedure was completed with another of same device. No patient harm resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was inflated to rated burst pressure (rbp) and was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that balloon rupture occurred. The patient underwent an angioplasty procedure. A 2.0mm x 220mm x 150cm, otw coyote balloon dilatation catheter was advanced; however, during the procedure the balloon was damaged, and ruptured. The procedure was completed with another of same device. No patient harm resulted in relation to this event.